Manufacturer narrative:
H.6. Investigation: bd did receive 3 photographs from the customer in support of this complaint. An evaluation of the photos was conducted and the customer's indicated failure mode of overfill was not observed. Additionally, 20 retained samples were functionally tested and the indicated failure mode of overfill was not observed as all tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photographs attached and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing over filling. The customer has reported the tubes are overfilling. Overfilled citrated tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing over filling. The customer has reported the tubes are overfilling. Overfilled citrated tubes.